Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurement greater than 125 ohms. Shock impedances had risen to the 120-130 ohms range, and had stabilized over time. Technical services (ts) discussed troubleshooting options and programming considerations, including increasing the shock impedance alert value to 150 ohms. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurement greater than 125 ohms. Shock impedances had risen to the 120-130 ohms range and had stabilized over time. Technical services (ts) discussed troubleshooting options and programming considerations, including increasing the shock impedance alert value to 150 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information received five months later reported that the patient was seen in clinic and the rv lead exhibited stable shock impedance measurements in the 120 ohms range. The rv lead was already programmed to initial polarity and maximum energy shocks for continued monitoring. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.